Event description:
The rptr indicated that the pt is deceased due to a non-pacer related disease. When removing the device from the pt's body, blood was found inside the header part of the pacer. Further analysis was requested by the dr.